Event description:
A pharmacist reported that a vitrectomy probe was without inner cutter with the vitrectomy pak and did not cut during a vitrectomy. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: one 23ga accurus probe was returned for no inner cutter in the probe. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The probe complaint sample was visually examined using (B)(4) magnification and was deemed conforming. The inner cutter is present. The probe was disassembled and the components inspected. There is no wear on the inner cutter. The inner cutter is intact. The complaint evaluation does not confirm the inner cutter is missing. The probe met specification. The reason why the customer felt the inner cutter was not present cannot be determined from this evaluation.

Manufacturer narrative:
A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).